Event description:
A failure code 570. The pump was not in use on a patient when the problem was discovered. Not report of any patient injury or medical intervention associated with this event.

Manufacturer narrative:
This device will not be returned for evaluation. The device was repaired at the customer's facility.